Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. According to sophysa in-house process, the returned catheter has been analysed by our quality control laboratory and a visual and functional control were performed. Visual control revealed that the silicone layer on the probe seems a bit too thin. Functional testing performed during a week did not permit to reproduce the negative values. As a result, the returned catheter is conformed to its specifications.

Event description:
After implantation of catheter, the icp values gradually decreasing and falling below zero.